Event description:
Healthcare professional reported left side "intracapsular rupture" and "accommodation folds." Device has been explanted.

Manufacturer narrative:
Photo analysis: visual analysis of the photographs identified: ¿ creases/folding of implant: not observed. ¿ rupture: observed, opening on the device but cannot perform an assessment of the opening as no microscopic analysis can be performed. No additional observations are performed. No further actions are required since no issue in the manufacturing of the device is observed.

Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: rupture, crease/folding of implant.

Event description:
Healthcare professional reported, left side "intracapsular rupture" and "accommodation folds". The device remains implanted.

Event description:
Device has been explanted.